Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that they do not have the device and that the hospital has the device. It was unknown when the device would be placed in the mail as the hospital has the device and will decide what to do with the device. It was noted the hospital often returns the device. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2019-oct-13. The pump was replaced (B)(6) 2019. The hospital was in possession of the device and the return status was unknown at the time of the report. It was indicated the patient did not have any health issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid for a dose of 3.2 mg/ml via an implantable pump for non-malignant pain. It was reported the patient presented to the emergency room (ER) today ((B)(6) 2019) in withdrawal. It was noted the patient's pump was alarming as it motor stalled, recovered, and stalled again. It was noted there was no factors that may have led or contributed to the issue. It was noted the pump was being replaced tonight ((B)(6) 2019). It was noted that surgical intervention occurred as the pump went into motor stall on (B)(6) 2019. The patient went thru withdrawal and was admitted on (B)(6) 2019 in the ER. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive- no injury. The patient's weight was unknown and medical history was noted as chronic pain. The event date was (B)(6) 2019. No further complications were reported/anticipated.